Event description:
The dr was unable to get the catheter into the coronary sinus. Upon removal, the dr noted that the catheter was kinked. The case was successfully completed using antegrade cardioplegia. There was no adverse pt consequence reported. Additional info from the customer indicates that the device worked well during preparation for use.